Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician received a transmission indicating that this right ventricular (rv) lead had some issues. Boston scientific technical services (ts) referred patient to device-following physician. This rv lead remains in service. No adverse patient effects reported.